Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient's mother noticed a "pus formation" behind the patient's ear in 2007. The patient presented at the hospital and was treated with an oral antimicrobial and the wound was cleaned. On the following month, her mother reported the patient's condition was getting worse. Explantation is planned but had not been scheduled at the time of this report. No information was provided about a reimplantation surgery.